Manufacturer narrative:
(B)(4). The reported event was unknown; however, a reload the set 201 alarm was identified during a review of the event history log. Internal/external inspection and functional testing were performed, and no issues were noted. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unknown alarm. It was not specified if the patient was connected at the time of the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.